Event description:
Pacer failure during CPR. Initially would not send charge to pads even though machine was on, set to 100/100 in fixed mode with pads and 3 lead attached. Continued to run through. Continued to run through the fixed pacer on/off buttons. The pacer initiated with mechanical and electrical capture--then would simply stop. User would go through the sequence again, it would start and stop. This occurred numerous times with numerous episodes of mechanical capture but then the machine totally failed. Just prior to failure battery read low, fresh battery did not change the problem. Repair: phillips representative/technician repair unit after finding pacer board had been damaged.

Event description:
Add'l info received from MFR 4/11/03: the defibrillator was manufactured on 06/25/1999. Based on info provided by the user ems, a pt was found in an unwitnessed cardiac arrest. It was not known how long the pt was down before intervention bagan. The pt was in early asystole. CPR was performed and then pacing was initiated. Capture was established but was not consistent. Eventually the device would not capture at all. The pt subsequently expired. The device was evaluated by a philips field service engineer and determined that the pacer board was not operating to specifications. The pace board was replaced and the device functioned properly. Further evaluation of the pacer board failure that a component had been sheared off the board, resulting in the failure of the device. Philips could not determine the cause of the physical damage to the pacer board. Although the nature of this failure is consistent with the physical damage observed on the board. The source of the physical damage could not be established, but it may be associated with atypical handling of the device by this particular ems user, as there have been several similar pacer board failures, and all but one involved this user. The clinical director of the ems indicated that the device did not cause or contribute to the death of the pt. The arrest was unwitnessed and it was not known how long the pt was down. As reported to philips, the event described in the medical device report occurred in 2002. Philips was first made aware of the event on 12/27/2002. The subject device was repaired at the customer site and is in the possession of the customer. To the best of co's knowledge, the device is in use.